Manufacturer narrative:
Product analysis: the device remains implanted. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the valve for analysis, a root cause of the stenosis / high gradient cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 years 7 months post implant of this aortic bioprosthetic valve, the device was replaced valve-in-valve due to stenosis and increased gradients. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.